Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds and high superior vena cava (svc) impedance triggered a patient alert. The lead was reprogrammed with the scv coil off, which resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg, implantable cardioverter defibrillator, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2003. (B)(4).